Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and there were no adverse trends that indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports "evidence of fire" from their adc device and charging cable. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports "evidence of fire" from their adc device and charging cable. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.